Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The blood glucose at the time of the incident was 71 mg/dl. The customer mentioned that he had an MRI a few months back. The customer was advised to disconnect and reconnect the infusion set and reservoir and prime. He was then instructed to push insulin with the plunger into the tubing; the customer stated that he was unable to push. The customer changed the infusion set and was able to resolve the issue after changing the reservoir; he was able to prime without receiving an alarm. The reservoir will not be returned for analysis.